Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/16/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On 01/11/2025, it was reported that the patient experienced a skin reaction which occurred one day after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. She experienced mild discomfort, redness, and itching sensation at the insertion site. As the session progressed, the pain worsened and, she decided to remove the sensor. On (B)(6) 2025, she noticed a large red area indicative of cellulitis which prompted her to go to the urgent care clinic. No medical procedures or tests were performed. The attending physician examined the affected area and prescribed a course of oral antibiotic medication (keflex 500 mg, four times a day for 10 days). The physician drew a circle around the affected area and advised her to return if the reaction extended beyond the circle. No photo was provided. At the time of report, the patient mentioned the symptoms subsided after treatment, but she had low energy due to the pain in her arm. No additional event or patient information is available.